Event description:
A 3.5 mm x 18 mm driver rx coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. The lesion morphology was moderate tortuosity with no calcification and 90% stenosis. The driver was advanced to the lesion site successfully. It was reported that when the balloon was inflated to 12 atmospheres that the pressure level went down. The physician kept 12 atmospheres as he continued inflating the balloon; deploying the stent. The physician inflated the balloon outside of the pt, and stated that there was a leak at the balloon tip. The device was discarded. No clinical sequelae were reported and there was no injury to the pt.

Manufacturer narrative:
Results: eval codes, conclusions: moderate tortuosity with 90% stenosis.